Manufacturer narrative:
This MDR serves as a notification, in which MDR 1220648-2025-46009 was erroneously filed as a duplicate of MDR 1220648-2025-46059. Please refer to MDR 1220648-2025-46059 for all reports filed for this device.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the placement signal of an implanted impella cp pump became erroneous and then dashed out during patient support. Support continued uninterrupted despite the noted issue. Later, the patient was successfully weaned from the pump and survived.